Manufacturer narrative:
Final analysis found that a partial lead was returned. An insulation abrasion exposing the outer coil was noted at 14.9 cm to 15.2 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The abrasion most likely contributed to the reported noise problem. The field report of lead fracture could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited noise; lead fracture was suspected. The lead was explanted and replaced. The patient's condition was stable during and post procedure.